Manufacturer narrative:
Five 20019e7d samples from lot 22105070 were received for investigation; one sample was received in opened packaging and the remaining four samples were received in sealed packaging. The feedback provided by the customer suggests occlusion was detected attempts to access the extension set. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the smartsites to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusion or flow restriction was detected throughout testing of any of the returned extension sets. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22105070 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
No new additional information. Ward sister on the ward has informed me of an issue flushing the extension set, sometimes they experience extreme resistance when trying to flush or it will not flush at all. This can just be one side if the extension and sometimes both.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd smartsite was occluded. The following information was received by the initial reporter with the verbatim: ward sister on the ward has informed me of a 4 occurrences with the issue flushing the extension set, sometimes they experience extreme resistance when trying to flush or it will not flush at all. This can just be one side if the extension and sometimes both.